Event description:
Analysis of this device is now complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
When testing is complete, this report will be updated.

Event description:
Subsequently, this device was explanted and returned for analysis.

Event description:
Boston scientific crm received information that this device triggered end of life (eol). It was reported that less than three months prior, device follow-up revealed a battery voltage of 2.54 v and charge time measurements of 18.4 seconds. No adverse patient effects have been observed.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.